Manufacturer narrative:
Follow up will be filed if additional information is received.

Event description:
It was reported by provider that the irc5po2 concentrator alarms are not working on the unit. Unit is a rental with 7583 hours.

Manufacturer narrative:
The device was evaluated by the returns department which found that the controls are defective.

Event description:
It was reported by provider that the irc5po2 concentrator alarms are not working on the unit. Unit is a rental with 7583 hours.